Manufacturer narrative:
Follow-up #1 date of submission 01/25/2016-product analysis:the device was returned and evaluated by product analysis on 01/13/2016 with the following findings:review of the pump¿s black box revealed no related alarm. Two battery compartment cracks were observed. The returned battery cap threads were damaged and the cap could not secure properly to the pump; a test cap was used for further testing. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Unrelated to the complaint, the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed al keypad buttons were intermittently responsive. There was evidence of keypad contamination found under al key contacts. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the pump was not working. There is no indication that the product issue caused or contributed to an adverse event. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because the issue remained unresolved.